Event description:
The device was used during a colon resection procedure. The staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.